Event description:
A cusa excel 36 khz straight handpiece was initially reported as follows; "at the beginning of the operation the cusa has limited output." The hand piece did not deliver the power as expected and another hand piece that was tested had the same issue. Despite the procedure being delayed 25 minutes the surgery was completed with another unit. The patient did not incur an injury. Therefore, further action regarding the operation was not necessary.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.